Event description:
The plaintiff's atty alleged that the pt expired. The event was allegedly caused by exposure to the product used for the dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.